Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA on 12-jan-2023. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced separation. The following information was provided by the initial reporter: went to place primary tubing into the channel on the alaris pump and the tubing separated.

Manufacturer narrative:
A complaint of the tubing separating was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.